Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that system would not start. After reviewing log file, fse found there is a malfunction on host pc. Fse found that hdd was not compatible with this pc. Fse replaced the hard disk. After replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.